Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the probe would not cut or remove tissue. The probe was replaced with a standalone probe and the procedure was completed. There was no harm to the pt.